Event description:
It was reported there was a short on electrodes eight and nine. The manufacturing representative was notified about the short pre-operation. The patient was not using electrodes eight or nine. After the implantable neurostimulator (ins) was replaced, due to normal battery depletion, the impedances were measured to be within normal range while the patient was in recovery.

Manufacturer narrative:
Concomitant medical products: product ID:37085-60, serial# (B)(4), product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID:37642, serial# (B)(4), product type: programmer, patient. Product ID:3389s-40, lot# v689884, product type: lead. Product ID: 3389s-40 lot# v689884, product type: lead. (B)(4).

Event description:
Additional information received reported that the replacement of the implantable neurostimulator (ins) corrected the electrode impedances. The post-operative status was ¿no problems found.¿